Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken mcreynolds stem adapter. Device broke while trying to remove a stryker stem during a revision surgery. As the broken portion of the instrument and the implanted stem would have required an extended trochanteric osteotomy, the surgeon elected to instead leave the stem in situ and implanted a femoral head with a greater offset. Rep confirmed there was no surgical delay, and that no further information will be released by the hospital, or surgeon.